Event description:
Hosp staff reported pt death following surgery for external diaphragmatic hernia and subsequent use of the device. A continuous venous to venous hemodialysis procedure was being performed on the pt through a femoral catheter. A nurse noticed blood leaking from the filter at the venous blood tubing line connection. While she was attempting to stop the leak the arterial blood tubing line connection to the filter began to leak. The pt had a cardiac arrest and the treatment was stopped. There were no alarms recorded. Testing of the bm14 ultrafiltration module after the incident indicates there was no response from the instrument pressure module when pressure was applied to the filtrate pressure line connection.